Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. .the following information was requested, but unavailable: please provide lot number? Uniformed. What is the total number of procedures? Uniformed. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None previously reported by the customer. If this event occurred in multiple procedures, please provide the following information for each patient/event: event date, procedure date and name, quantity of product involved, product code and lot number. Event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed? No information was given. Every oral or written complaint must be reported. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that sutures have broken frequently. There were no patient consequences reported. Additional information was requested.